Manufacturer narrative:
Batch review performed on 23-sept-2024. Lot 2311719: (B)(4) items manufactured and released on 23-aug-2023. Expiration date: 2028-08-02. No anomalies found related to the problem. To date, 41 items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: reverse shoulder system lat. Glenosphere 39xø27 (k193175) lot 2318705: (B)(4) items manufactured and released on 12-dec-2023. Expiration date: 2028-11-26. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 6 months after the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the glenosphere, liner and metaphysis. The surgery was completed successfully.